Event description:
1 incident of a leak from a pinhole in the tubing of the transfer set. Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with this incident.